Manufacturer narrative:
Sample 1/1 is li heparin plasma without a gel barrier that was centrifuged for 10 minutes at 3000 rpm. The sample was aspirated from the primary collection tube for original and repeat testing without recentrifugation. Qc is performed every eight hours and has been within the customer's established ranges during this event. A system check was performed on (B)(6) 2010 and met specifications. A field service engineer went on-site (B)(6) 2010 and verified instrument performance and all testing met specifications. No hardware issues were noted.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a falsely elevated troponin (accutni) result generated by the access® 2 immunoassay system. Repeat testing produced results in the normal reference range. 3. No reports of death, injury, or change to patient treatment have been reported in connection with this event.